Event description:
It was reported that the patient experienced elevated blood glucose levels.

Manufacturer narrative:
The pump was not returned to animas for investigation. The patient had pneumonia at the time of the event and started experiencing elevated blood glucose at the time the illness started. No conclusions can be made at this time.